Event description:
The customer reported a charger fail error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, battery voltage is within specs. System operates as intended. (B)(4).